Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The concomitant device (7209000000, (B)(4)) and the partial blade subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the blade was broken in the handpiece concomitant device. The investigation results indicates that as the broken blade was found in service conducted at the manufacturer, there is no information on how the blade broke. The concomitant device (7209000000, (B)(4)) was found to function as expected when the broken piece of blade was removed. The root cause of the blade break is undetermined.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.